Event description:
The device was used during a low anterior resection procedure. The surgeon experienced difficulty in closing and firing the instrument. Subsequentl, the staples did not form properly. The hosp has reported that no pt injury occurred.